Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at end-of-service level and was implanted beyond its projected longevity. Electrical and mechanical tests performed including output verification did not identify any functional issues. Device was implanted beyond its projected longevity and is considered normal battery depletion. The device was programmed to high output settings.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting early battery depletion. The pacemaker was explanted, and new pacemaker was implanted. The patient was in stable condition.